Event description:
Caller reported a cgm error and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure and guided the caller through it, after which the cgm error did not reoccur. The caller was able to successfully start their sensor session.